Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy delivery test failed. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Note the recall includes upgrading the device software and replacing the following parts: speaker assembly, battery pca with stabilizer, therapy pca, processor pca, rear assembly, therapy port receptacle with therapy port receptacle extender, lan to processor pca cable, power supply to therapy pca cable, and ECG port connector block.